Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The customer had called getinge tech support, and they recommended to replace the touch panel, but that did not fix the issue. Getinge tech support told the customer to replace the video generator board, which the customer did and that fixed the issue. All tests and repairs were performed and done by the customer. The iabp was cleared for clinical use.

Event description:
The customer reported that during a preventive maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), their biomed was not able to enter a special code into the advanced diagnostics, and when the iabp was running they were not able to manually iab fill to zero pressure. There was no patient involvement, and there was no adverse event reported.